Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field, it seems that the reported issue might be related to a transient air bubble over the reference electrode. Further one channel has been disabled due to no auditory perception. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected. Further proceedings are currently unknown.